Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that was notified on (B)(6) that patient had passed away (B)(6) 2017. Emergency medical services (ems) notified the vad coordinator. It was explained that the patient had not been responding to calls, had not been coming to clinic visits for months and had been lost to follow-up due to some parental resistance to his treatment. There was no information that the pump had failed and there was very little information other than the family called 911, patient was unresponsive, ems arrived and initiated cardiopulmonary resection (CPR) and took the patient to the hospital where he coded and was pronounced. No additional information available.

Manufacturer narrative:
It was reported from the site that there was still no info on how the patient died. It was stated that there were several parental and social issues and that the division of family services had removed the patient from parents. Patient had run away from multiple foster situations. It was stated that the controller and power sources were connected and alarming and that emergency medical system (ems) had to disconnect controllers and batteries. It was further stated that the death was not thought to be device related. No autopsy will be done as family declined. No equipment will be returned as it was stated that the site disposed of them. No additional information available. There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors, including anticoagulation issues that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.